Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failure alarm confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure alarm as well as battery failed alarm. Customer¿s blood glucose level was 218 mg/dl. Customer was able to successfully clear the alarm. Customer did not received request to rewind insulin pump. Customer fill cannula was not recorded in daily history. Customer troubleshooting was performed. The insulin pump will be returned for analysis.